Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
An ophthalmologist reported delayed postoperative inflammation following an intraocular lens (iol) implant procedure approximately 6 weeks out. The patient is responding to topical steroids. Additional information has been requested.